Event description:
While on-site addressing an aspiration-related issue, the agilent field service engineer (fse) found that the heaters for slide positions 2-5 and 12-16 were consistently staying on when the artisan instrument was idle. These heaters were remaining active as heater control boards 1 and 2 had been damaged by a defective vacuum pump which was incorrectly aspirating. The fse serviced the instrument by replacing the heater control boards and all required components. After repair, the instrument is fully operational and ready for use. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to recur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.